Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that his blood glucose level was high. His blood glucose level was not being transferred to the insulin pump. The customer has been putting in the blood glucose manually. Customer's blood glucose level was 465 mg/dl. When his blood glucose level went up to 500 mg/dl, a manual injection was given to him. The device was not returned.